Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed. Failure analysis is in progress; additional information will be submitted once the quality investigation is completed.

Event description:
It was reported that during a surgical procedure at the user facility, the device was overheating. The procedure was completed successfully. No delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
The reported overheating was duplicated by a manufacturer repair technician through functional evaluation. Upon disassembly, a failed e-box was found, which can cause the reported event.

Event description:
It was reported that during a surgical procedure at the user facility, the device was overheating. The procedure was completed successfully. No delay, no medical intervention and no adverse consequences were reported with this event.